Event description:
It was reported that the insulin pump alarmed for motor error and off no power. The insulin pump had alarmed for low battery prior to the off no power alarm. The off no power alarm occurred less than 24 hours from the time of the low battery alarm. Advised to return the insulin pump for analysis. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.